Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted: following a tavr, a 18f manta was deployed for closure. The patient's vessel was reported as large, no calcium or tortuosity, and a deployment depth measurement of 6 + 1. Initial access was a high stick and was not performed with ultrasound. The physician did a re-stick using ultrasound which resulted in a good access position. No complications occurred deploying or placing the value; protamin was administered, and the large bore procedural sheath was removed. While attempting to advance and place the manta sheath and introducer over the guidewire; resistance was met. The IFU indicates if significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity. Do not proceed with manta closure as the device may become damaged. The physician opted to remove the manta sheath and introducer, insert a 7f dilator and exchange the guidewire for a different wire. The manta sheath and introducer were then reinserted without issue. At this point it was noted the physician reinserted the sheath to the pre-determined measurement depth and not as far as the patient anatomy will permit as suggested in the IFU. The manta introducer was removed, and the manta closure was placed over the wire to align in position with the sheath. The physician inserted the closure, however, due to the sheath being positioned incorrectly, the manta device was deployed in the tissue tract. The physician removed the guidewire and closure device, leaving the toggle and collagen within the tissue tract. Manual pressure was applied and a post-angio indicated no issues or bleeding. The patient went to recovery, two and a half hours later the patient returned to the or to remove the toggle and repair the artery. During the procedure, an 8mm anterior iliac wall laceration was noted and addressed with an interrupted 5/0 vascular stitch. Multiple causes for tract deployment have been established; the exact cause of this tract deployment is due to the sheath not being in correct position and possibly due to the laceration. The risk of access site complications leading to surgical intervention, local trauma to the iliac artery wall, such as a dissection, and vessel laceration or trauma, are indicated as potential adverse events associated with any large bore intervention including the use of the manta vascular closure device. Risk documentation was reviewed; and tract deployment is a known risk.

Manufacturer narrative:
Device will not be returned for evaluation. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the patient had large vessels, no calcium, and no tortuosity to our knowledge. Access was obtained first, with no ultrasound, and then after a high stick, they did a re-stick at the access point using ultrasound resulting in a good access point. Physician completed the pre measurement using the depth locator with a measurement of 6 + 1. Valve was then placed and deployed with no issues. 50mg of protamine was given. Tavr sheath was removed, and the manta sheath and dilator was attempted to be placed. There was some resistance as the manta dilator and sheath was placed over a standard j-wire. The decision was made to remove the manta sheath and dilator, insert a 7fr dilator and exchange the standard j-wire for a competitor guidewire. After this was completed the manta sheath and dilator was again placed with no issues. At this point physician removed the dilator, and the manta device was placed over the wire into the sheath. Physician inserted the manta properly but had already taken the sheath to the pre-determined measurement. This resulted in the manta being deployed in the tissue track. The physician then removed the wire and manta device, leaving the footplate and collagen behind in the tissue track. The fellow that was in on the cases held pressure for approximately 24 minutes. Hemostasis was obtained, a post shot was taken, and the vessel appeared closed with no issues. Patient was taken to recovery and was reported that there were no issues. 2.5 hours later, tavr coordinator reported that patient was heading to the or to remove foot plate and repair artery. The next day, it was reported that the patient went to or, and found an 8mm anterior iliac wall laceration. Surgeon repaired laceration. Distal pulses were back. Patient is reported doing well. After case review, the physician reported that he took full responsibility for missing the step to leave sheath hub near skin while placing manta.